Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for an internal battery depleted condition. The device was received at the manufacturer with insect infestation and was returned to the customer unrepaired.

Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted condition. The device was not in patient use. The device has yet to be returned to the third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center's investigation is complete.